Event description:
It was reported that upon opening the packaging, it was found that the pressure of the progav (#fv434-t) could not be adjusted and remained at 0 cmh2o. No patient involvement.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, some signs of the adjustment tool were visible on the outer packaging. No significant deformations or damage of the valve was determined. Adjustment test: the progav was tested and is adjustable to all specified pressures. The valve was set to a pressure of 10 cmh2o upon receipt for testing. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the sterile packaging. The sterile packaging was not removed for testing of the device. Result: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. No further actions are required as a result of the complaint.